Event description:
Consumer complaint of low blood result (81mg/dl). Previous results were 81, 343, 280mg/dl. Back to back blood tests during the call were 326mg/dl and 391mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).